Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was leaking. The following information was received by the initial reporter with the following: this is a complaint about blood leakage. It was reported that when the doctor took the cv in the morning, the blue rubber inside was slow to return, and blood spurted out. Customer would like to know if there are any rules regarding the number of days it can be used. The cv was inserted on (B)(6) and the connector was not replaced until on (B)(6).

Manufacturer narrative:
Investigation result: one mz1000 sample was received without packaging for investigation. The sample was connected to an unknown 10ml syringe with a small amount of residual clear fluid present. The customer reported that " the blue rubber inside was slow to return, and blood spurted out" after 53 days of use. Functional testing of the returned sample confirmed the customer experience; upon disconnection, the piston was slow to return. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have indicated the slow piston return may have been caused by certain dimensions of the piston being marginally out of specification. The out of specification dimensions can affect the way in which the piston of the maxzero folds, which could have resulted the piston momentarily not being able to return to the closed position during attempted access. In order to further investigate this issue and to minimise reports of this nature in future, the supplier of the piston component has been notified of this feedback for further investigation. Furthermore the quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. Please note, the directions for use (dfu) of the maxzero states the following recommendation related to disconnection of the device: ¿when disconnecting a luer-lock or luer-slip syringe or tubing set from the maxzero connector, carefully rotate the luer counter clockwise a 360-degree turn using a controlled motion, to minimize fluid escaping¿. As part of the customer's feedback, the customer confirmed that the mz1000 component had been in use for in excess of one month; please note the directions for use state 'change according to facility protocol or in accordance with currently recognized guidelines for IV therapy, such as every 7 days or 200 activations.' A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
- Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No damages or abnormalities found. - please confirm what substance was being infused during the time of the event? Unknown. - please confirm how long the product has been in use for in total when the issue was identified? 53 days (cv inserted on october 7, appropriate event occurred on november 29).